Event description:
It was reported that the external pulse generator was found sitting in water. It was requested that it be checked for corrosion. It was returned for service. No patient complications have been reported as a result of this event. The generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the liquid crystal display out of specification, the upper and lower cases, ring cover, both bail covers and the battery drawer broken, the battery contacts compressed, the keyboard scratched and the serial number label damaged. (B)(4).